Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Spouse reports on behalf of husband of hip replacement that he had in 2008, it was j & j depuy srom total hip replacement, it was a metal on metal chromium and cobalt ions, he developed pseudo tumor because of toxic effects of cobalt which he did not know was event happening. He has a hip revision, he had a very large pseudo tumor they described it being a size between a baseball and softball and it was pinching on his femoral nerve and the muscle areas and causing a lot other problem from his skeletal system.